Event description:
It was reported by dealer that the right side motor making noise and grabbing and jerking on the m41srb power chair. No injury reported. This is a rental unit no additional information per dealer.